Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (30 mg/ml at 6 mg/day) via an implantable pump for an unknown indication for use. It was reported that a critical alarm occurred, and the n'vision programmer screen showed "pump may exceed tube set." It was also noted that a motor stall occurred. The event date was unknown. The patient did not experience any withdrawal symptoms. The only troubleshooting performed was reading of the logs. The pump was replaced on (B)(6) 2017. There were no environmental factors related to the issue. The issue was resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs were received. A motor stall occurred on (B)(6) 2017 at 16:00 with a recovery at 16:08. Another stall occurred on (B)(6) 2017 at 16:55, with a "stopped pump period may exceed tube set" message on (B)(6) 2017 at 16:55. The stall recovered on (B)(6) 2017 at 23:29. Another stall occurred on (B)(6) 2017 at 22:02, with another tube set message on (B)(6) 2017 at 22:02.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs indicated that the patient had been receiving morphine at 6.602 mg/day.

Manufacturer narrative:
Further review of the event indicated that the concentration of morphine used was considered off-label. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.